Manufacturer narrative:
Unit receive with minor scratched lcd window, broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The reservoir compartment lip is broken and the insulin pump is unable to perform the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump has been returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report. However, we have received new information which has been updated on this report to reflect the correct information.